Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The legal manufacturer determined the likely cause as follows: "since there is a report that the defect has been resolved by reconnecting maj-1933, it is highly likely that the video signal was interrupted intermittently due to poor video signal transmission caused by inadequate maj-1933 connectivity of users.".

Event description:
The reported problem occurred during a diagnostic procedure. The same device was used to complete the procedure. The problem of no image was described by the user facility as "momentary" in duration.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event related information and initial reporter information.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with olympus technical support via the phone. Technical support directed the end user to re-seat the maj-1430 cable and if the issue continued, to return the device for repair. The device has not been to returned to olympus.

Event description:
A user facility reported to olympus that the screen intermittently goes blank with no color bars or live image. There was no patient injury or harm, associated with the problem, reported to olympus.